Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump had a blown fuse and "won't turn". There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal and lens were damaged and the latch lock was bent. Functional testing involved powering up the pump and showed the device replicated the reported issue. The investigation determined that a blown main printed circuit board was the cause of the reported issue. One possible, but unconfirmed, cause of the reported issue was listed as a bad ac adapter at the customer site. The main printed circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed but the problem source is unknown. Additional information was received indicating that there was no patient involvement.